Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. Customer stated that there was a discolored part at the top of the screen. Customer said that the insulin pump would be dim when they were trying to deliver bolus and they described it like the screen was turning a page. Insulin pump screen was barely readable. Insulin pump battery life only last 4 to 5 days. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.